Event description:
It was reported that this pacemaker and other manufacturer lead had an alert for out of range impedance values. Review of the report found that there were a few jumps in impedance prior to the lead safety switch. It was noted that review also found three episodes of noise on both leads likely due to procedure noise, however the patient is 0% ventricular paced. No further information was available. No additional adverse patient effects were reported.